Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer no image on screen" was confirmed, and further defects were detected. In total the following defects were detected: ---led flashing. ---no image. ---blade worn. ---housing worn. ---circuit board defective. ---leak on blade. ---weld seam broken. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the most likely cause of the described fault is mechanical damage caused by the user. Liquid is entering the blade through the damaged weld seam, which is affecting the electronics and causing the image to malfunction. If new or additional relevant information, we will reopen the investigation accordingly. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the screen went blank and the unit turned off during use. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).